Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure, it was observed that the battery handpiece device was physically broken on the its extremity where the lid goes and a plastic bit was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a cracked and broken housing and failed pre-test for leakage and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.